Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited over-sensing noise. The rv lead was capped and replaced on (B)(6) 2022. There were no patient consequences reported.

Manufacturer narrative:
Correction: the correct reporter phone number should have been (B)(6) rather than (B)(6).